Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient was admitted to the hospital for the event nine days prior to the receipt of the initial report. The patient was hospitalized for eight days. At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. It was not reported if dianeal and extraneal therapies were ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.